Event description:
The patient reportedly experienced intermittency followed by loss of lock. External equipment was exchanged; but the issue was not resolved. Device testing revealed abnormal results. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.